Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. H6: code a0709: device sensing problem is applicable to the camera could not see instruments occasionally. Code a0908: incorrect, inadequate or imprecise result or readings is applicable to the alleged inaccuracy and inaccurate proximally. Code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. The following issues were reported: there was an alleged inaccuracy. It was inaccurate proximally during a spine case. The camera could not see instruments occasionally. The site had to unplug the camera cart and then plug it back in for instruments to be seen. Troubleshooting was performed. The camera light would be on when this was appearing. The instruments were in view but not being seen. Technical services (ts) had the site troubleshoot with a reusable instrument but was unable to replicate the issue. These issues together caused a surgical delay of less than 1 hour. There was no impact on patient outcome. Additional information was provided. When the medtronic representative (rep) arrived onsite to do an initial system checkout, the interconnect cable was disconnected from camera cart. Rep plugged system in. Rep also noted that site did not keep systems plugged in overnight.